Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited clogging of nozzle, foreign objects come out of distal end. Foreign material appeared in nozzle. There was no patient involvement.